Event description:
Clinical study. It was reported that 678 days after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st), myocardial infarction (mi) and target vessel reintervention (tvr). Target lesion 1 was 15 mm long and was identified in the proximal right coronary artery (prox rca) with 95% stenosis and a 3.0 mm reference vessel diameter. The physician treated the lesion with predilatation and placement of a taxus express2 8.8% 3.0 x 20 mm drug eluting stent. Residual stenosis was 0%. There were no reported complications and the patient was discharged 2 days later on plavix and aspirin. The pt presented to ER 655 days after the initial procedure with chest discomfort. She was found to have negative enzymes and wqs apparently clinically stable and discharged to home. The pt was then readmitted 23 days later with severe chest pain radiating to her left arm and back. The pt also reported marked tenderness in her episgastrium. Initial ECG showed the pt to be in third degree heart block, the patient reverted to normal sinus rhythm before a pacing wire was necessary (a sheath had been placed). There also were some inverted t-waves in v3 and v4, which later normalized. CT scans of the chest and abdomen demonstrated no significant abonromalities. Overnight, the pt's ECG demonstrated dynamic st segment depression in leads v3 through v6. The patient ruled in for myorcardial infarction and was transferred to the study site for further evaluation and treatment. The pt had stopped taking plavix 8 months prior. Cardiac catheterization the next day revealed lmca no significant disease, lad no significant disease, lcx no significant disease, rca (target vessel) 80% in-stent stenosis caused by a large thrombus extending the length of stent. In the opinion of the physician the relationship of the st to the taxus stent is probable. The next day the patient underwent angiojet thrombectomy of the proximal rca, which led to complete heart block requiring a pacing wire. Following thrombectomy, the prox. Rca was treated with balloon angioplasty. There was no residual stenosis or thrombus. The patient was discharged 2 days later on plavix and aspirin. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.